Manufacturer narrative:
Due to case logs not being provided, an investigation could not be performed. The user reported that an implant was misplaced and revised intraoperatively. Ultimately, it was reported that the patient was re-imaged and the procedure was completed with no adverse effect to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.